Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open retro-rectus repair of a mid-abdominal supra-umbilical ventral hernia on (B)(6) 2010 and mesh was used. On (B)(6) 2010, the patient was admitted for 24 hours due to presence of a seroma. The fluid was aspirated. On (B)(6) 2010, the patient went to the clinic and evidence of continuing fluid accumulation was noted at two sites as possible hematomas or seromas with some erythema but no sign of infection. The patient was given antibiotics. On (B)(6) 2011, the patient was seen at the clinic. All swelling had settled. There was slight tethering/puckering of the scar but no recurrence. The patient and surgeon were pleased with the outcome.